Event description:
During use of the device for a non-clinical activity, the user reported that an amber light was illuminated on the front of the device. The device was unplugged to evaluate the conversion to battery power. Once the device was plugged back in, the light went to red. A message on the central control monitor (ccm) occurred, stating the battery had been depleted. The field svc rep (fsr) replaced the battery at the user facility. Since the event occurred during a non-clinical activity, there was no pt involvement. Investigation in process, but not yet completed.